Manufacturer narrative:
Product analysis: the balloon has a radial tear near the distal bond. Balloon ruptures can be caused by coming in contact with sharp bone inside the disk space. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# ke202,510k # k123771 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at l4/l5 due to vertebral fracture. Intra-op, the balloon ruptured. The device came in contact with the patient. No complications were reported as a result of the event.